Event description:
It was reported that, the patient was having pain so the surgeon revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 38369301; trident 0 deg x3 insert 36mm ID, cat# 623-00-36f, lot# mkpv3d; trident psl ha solid back 56mm, cat# 540-11-56f, lot# 37809701; delta v-40 ceramic head 36/2,5, cat# 6570-0-436, lot# 38309401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the devices cannot be performed as the revised devices were retained by the hospital and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.